Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redt2668 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported fracture in the catheter PICC placed in (B)(6) 2020. Additional information received 8/19/2020. The PICC was removed. No harm to the patient or health care provided reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter fracture is confirmed; however, the root cause(s) are unknown. Four photographs of a groshong PICC were returned for evaluation. An initial visual observation of the photograph, "photo-2020-08-04-11-24-49.jpg", shows a portion of groshong PICC inside a plastic bag being held up by the complainant. The hub, extension tubing, and luer adaptor are visible as well as some of the catheter shaft. The complainant is holding the luer adaptor perpendicular to the hub to bend the extension tubing. A break in the extension tubing is clearly visible midway between the hub and luer adaptor. The break goes halfway into the tubing and then turns and runs along the length of the tubing for what appears to be 5-10 mm. An observation of the photograph, "photo-2020-08-04-11-24-49 (1).jpg", shows the same product being held up by the complainant. The luer is being held perpendicular to the hub. The camera is held closer to the break giving a more clear view of the fracture. The break is clearly visible. An observation of the photograph, "photo-2020-08-04-11-24-49 (2).jpg", shows the same product being held against a tabletop surface. The luer is being held perpendicular to the hub and the break is clearly visible. An observation of the photograph, "photo-2020-08-04-11-24-49 (3).jpg", shows the same product being held up by the complainant. The luer is not being held perpendicular to the hub and the extension tubing lies at rest. The break in the tubing is clearly visible. While a catheter fracture was clearly visible in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the break. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument damage, flexural fatigue, and over-pressurization. A lot history review (lhr) of redt2668 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported fracture in the catheter PICC placed in (B)(6) 2020. Additional information received 8/19/2020 - the PICC was removed. No harm to the patient or health care provided reported.